Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 32.2 mmol/l at the time of the event, experienced diabetic ketoacidosis and also received insulin flow block alarm. The customer also experienced the symptoms of being sick. Troubleshooting was performed and found the customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was also found that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. There were 96 boluses listed on the event date 04-oct-2023 in the pump history file. Please see the first 10 boluses below. On (B)(6) 2023 00:03:36.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3500 (0.35 u). Bolus amount delivered: 3500 (0.35 u). On (B)(6) 2023 00:08:41.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). On (B)(6) 2023 00:13:36.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 4500 (0.45 u). Bolus amount delivered: 4500 (0.45 u). On (B)(6) 2023 00:18:39.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:23:37.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 01:08:39.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 01:13:41.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 02:08:38.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 8500 (0.85 u). Bolus amount delivered: 8500 (0.85 u). On (B)(6) 2023 02:13:41.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 02:18:39.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). Please see below for the daily total of all insulin delivered on the event date 04-oct-2023 in the pump history file. On (B)(6) 2023 00:00:00.000. Daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 399750 (39.975 u). Daily total of basal insulin delivered: 139250 (13.925 u). Daily total of bolus insulin delivered: 260500 (26.05 u). There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm noted on the event date 04-oct-2023 in the pump history file. On (B)(6) 2023 21:46:19.000. Insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 04-oct-2023 in the pump history file. On (B)(6) 2023 21:33:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 21:51:00.000. Alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 00:39:00.000. Alarm alert notification (40). Fault number: sensor signal not found (796). On (B)(6) 2023 00:49:00.000. Alarm alert notification (40). Fault number: sensor signal not found (796). On (B)(6) 2023 12:41:01.000. Alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 18:04:46.000. Battery removed (55). On (B)(6) 2023 18:04:46.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 18:07:08.000. Battery inserted (44). On (B)(6) 2023 23:08:36.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 23:18:00.000. Alarm alert notification (40) fault number: no delivery (7) - during bolus. On (B)(6) 2023 10:18:36.000. Alarm alert notification (40) fault number: no delivery (7) - during bolus. On (B)(6) 2023 15:14:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 16:51:09.000. Battery removed (55). On (B)(6) 2023 16:51:09.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 16:51:46.000. Battery inserted (44). On (B)(6) 2023 18:11:59.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. On (B)(6) 2023 18:21:00.000. Alarm alert notification (40). Fault number: no delivery (7) - during bolus. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 7:40:00 am. There was no power data available for the dates on (B)(6) 2023. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Lost sensor alert (780) not confirmed. Low battery alert (104) unknown. No delivery (7) alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Battery cap damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.